Event description:
It was reported that the lead was capped due to oversensing. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.